Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 corrected information: d4 UDI h3 investigational summary: the product was returned to ethicon for evaluation. One used needle suture piece that pertains to product code sxpp1a427. During the visual inspection of the returned sample, crimping marks were observed on the body needle. The suture piece was examined, and the end was noted to be cut probably caused by a surgical instrument. In addition, the barbs were found to be damaged, and a knot was found at the end of the strand. To prevent this kind of damage: stratafix¿ symmetric pds¿ plus device is designed to be used in continuous suture patterns and is intended to be used without anchoring knots to begin or to terminate the device line. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported an animal underwent an unknown veterinary procedure on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, before using it, the doctor got the impression that the appearance of the suture was different than usual, but when it was continued to use without worrying about that, the suture was broken during the surgery. (Completed using a replacement additionally.) [Use by date: 2026/4/30]. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.